Manufacturer narrative:
The device was returned for evaluation. The evaluation showed that the coulomb counter was not reset after replacing the batteries. When the batteries are replaced the coloumb counter needs to be reset. Re-setting the coloumb counter resolved the malfunction. The device operated per device specifications and this does not prevent use of the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.